Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the customer moves during sleep, potentially creating an obstruction between the pump and the transmitter. Customer replaced transmitter prior to contacting tandem technical support (tts). Tts advised customer to move transmitter and pump in range and without obstruction and confirmed that connection had regained. No additional patient or event information was available.